Manufacturer narrative:
Submit date: 01/25/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with a syringe. Customer reports an issue upon drawing up meds. The safety cover appears to be a hair too long which is causing the needle tip to somewhat scratch the cover when pulling the cover back, causing somewhat of a very thin hair-like piece of plastic to shave off the cover and remain on the needle.